Event description:
The "pump never worked and no drug was administered." The patient had symptoms of a return to baseline and increased spasticity. A pump rotor study and myelogram were done, but the results were not reported. The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.